Event description:
It was reported that the patient was having difficulty inflating his inflatable penile prosthesis. The pump would inflate about every third time that he tried. Sometimes it would be hard to inflate and sometimes after a couple of squeezes it would be soft. The physician suspected that possibly there could be a fluid loss but was unsure. The physician removed the pump from the scrotum with the device still connected the device worked perfectly without any issue after the physician pumped it up and deflated numerous times. The physician opted to replace the pump. He tested the reservoir which was determined to be totally fine and refilled with fresh saline. A new pump was then connected and tested repeatedly without any issue. It was suspected that there must have been a kink in the tubing as it was noted that the pump was hanging a little low in the scrotum and the physician thought maybe the patient was sitting on it. The cylinders were left untouched and the reservoir was not removed. No further complications were reported.